Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the pump channel turned off unexpectedly was confirmed in the pcu event log. The report that the channel turned off without an alarm was not confirmed. The pcu event log identified that the channel disconnection occurred seconds after concomitant pump module (B)(4) (channel d) alarmed for air in line. The user confirmed the channel disconnection. Inspection showed that the pcu's left iui connector had dried fluid on the pins' contact points. The right iui had dried fluid and corrosion. Both iui connectors on pump module (B)(4) (channel c) had dried fluid on the pins. Testing with aggressive manipulation between the pcu and pump module (B)(4) failed to replicate a channel disconnection. The root cause was not identified however the investigation suggests a relation between the channel disconnect and the contaminated iui connectors.

Event description:
The customer reported that during an infusion of high dose levophed (0.3 mcg/kg/min), the pump channel turned off unexpectedly without an alarm. No patient harm was reported.